Event description:
According to the customer, two different patients from an outpatient clinic had accu tni results >5.0 ng/ml. Both results were reproducible and were reported. Patient a had an initial accu tni result of 8.19 ng/ml and repeated at 10.77 ng/ml. Patient b had an initial accu tni result of 8.25 ng/ml and repeated at 7.73 ng/ml. Both elevated accu tni results from patient a and b were reported to the physician. The physician questioned the high results and the samples were rerun for accu tni. The samples were retested approximately 4 hours after the elevated accu tni results were released. Patient a had accu tni results of 0.03 ng/ml and 0.00 ng/ml were obtained. Patient b had accu tni results of 0.03 ng/ml and 0.05ng/ml. According to the customer, both patients were admitted for further testing. No additional information was provided.